Manufacturer narrative:
Concomitant medical products: product ID dtba1q1 ICD implanted: (B)(6) 2017; product ID: 459888 lead, implanted: (B)(6) 2017 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had no capture at maximum outputs. Additionally, the lead was undersensing and could not appropriately and consistently sense the atrial activity. The lead was capped and replaced. No patient complications have been reported as a result of this event.